Manufacturer narrative:
(B)(4). Batch # unknown. As a lot/batch was not provided, a device history could not be performed. Additional information was requested, and the following was obtained: please clarify: the device did not open and close. Did the device close? No information. Did the device open after the device was closed to fire? No information. Was the device difficult to open and close, jaws sticking? No information. If the device would not open, how was the device removed from the tissue? No. Information. No further information will be provided.

Event description:
It was reported that during an unknown procedure, the device could not be fired at the 2nd firing, and the jaws did not open and close. Another device was used to complete the case. There were no adverse consequences to the patient.